Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and had a high blood glucose level of 556 mg/dl. The customer reported that they had been sick, dehydrated, vomiting, and abdominal pains. The customer was hospitalized on (B)(6) 2017. The customer was wearing the insulin pump at the time of hospitalization. The customer treated their high blood glucose with a bolus and was also given insulin drip. No problem was found during troubleshooting for the insulin pump. The customer will not return the device for analysis.